Event description:
It was reported that the lead dislodged due to the patient's anatomy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Implant date: should have been (B)(6)-2013 rather than (B)(6)-2011; explant date should have been (B)(6)-2010 rather than (B)(6)-2011. Analysis was normal. No anomalies were found.